Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was tested and found to have a defective u3 supervisory ic chip. U3, in a revision g battery pack can be considered the "gas gauge" of the battery pack. It monitors all of the parameters within the battery pack and also generates all of the faults. Without this chip, the battery pack would not communicate with either the monitor or the battery charger. The root cause of the defective u3 component cannot be positively identified, but is likely random component failure. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.

Event description:
A female patient contacted lifecor customer support to report that one of her battery packs would not start the monitor. When this battery pack was placed into the charger, no lights would illuminate on the charger foot. Support sent the patient a replacement battery pack.